Event description:
As reported, the collagen plug of a 5f mynx control vascular closure device (vcd) was partially deployed when it was pulled out of package, before placing in an unknown sheath. Another unknown mynx device was used, and the closure was successful. Procedure was completed and there was no reported patient injury. The device was used in a y-90 procedure. The device was stored per labeling. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the collagen plug of a 5f mynx control vascular closure device (vcd) was partially deployed when it was pulled out of package, before placing in an unknown sheath. Another unknown mynx device was used, and the closure was successful. Procedure was completed and there was no reported patient injury. The device was used in a y-90 procedure. The device was stored per labeling. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot f2132603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature-during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation f risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.